Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was in emergency room due to due to high blood glucose on (B)(6) 2019 with blood glucose level was above 125 mg/dl. Customer experienced symptoms such as vomiting, nausea and blood glucose value was over than 500 mg/dl. The customer was treated with 2 liters of lactated ringers and zofran for high blood glucose. Customer stated that insulin pump was not working and there was no alarm nor did it vibrate. The customer stated that they did not want to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.